Event description:
A surgeon reports having a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number. Additional information was requested on 04/10/2009 by fax and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 04/10/2009.